Event description:
The rep reported they were aware the day of surgery, on (B)(6) 2025, and the surgery was to reposition the paddle for stimulation coverage. The healthcare provider (hcp) notified them. The patient did not have benefit of 5-6-5, so they opted for a new surgeon and 2x8 reposition. Event date was provided as (B)(6) 2025. The cause was the 5-6-5 stimulation coverage wasn't on the correct side of pain issue. The issue is now resolved and patient has 80% overall relief. The account refused return of the lead, and there were no allegations noted against the lead.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, lot#serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165, lot# serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 15-jul-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead that was implanted on (B)(6) 2025 was explanted on (B)(6) 2025. No additional information provided.